Manufacturer narrative:
Foreign: mexico. Patient full name omitted due to patient privacy laws of the latin american region. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient (pt) had implant 2-3 months ago in the back and patient has been meeting with a healthcare provider (hcp) and a manufacturer representative (rep) for programming. Caller stated the ins has ran down and ins is failing and they cannot get in touch with the lady. Caller stated patient has been in pain in the last week. Caller stated they did not have the hcp name, rep name, device information and the patient is not with him. Caller stated the lady does not answer the phone anymore. The patient representative was asked clarifying questions. Caller stated implant was done in mexico and they live in (B)(6). It was reviewed that an email will be sent to central america contact and provided the patient and caller contact information. It was reviewed if the caller had the patient with them with the external devices, then they could troubleshoot and try to assist. Caller called back and stated that the pt's battery went down but wouldn't charge and they used to call a medtronic mexico representative to "adjust the volume" but the representative didn't respond to the calls. Pt's device was put in july and the pt's device was adjusted but they still had pain. The caller was provided with international medtronic's phone number.